Manufacturer narrative:
The exact date is unknown, an approximate date was used. If more information on the date becomes available, a supplemental report will be sent. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a person was found floating in the sea and rescued in a state of cardiopulmonary arrest. The paramedics performed intubation to deliver oxygen. After arriving at the hospital, it was found that the tube had entered the esophagus instead of the trachea and the patient was pronounced dead at the hospital. The reporter stated, during the intubation, the paramedic only checked the patient with a stethoscope after intubation but did not check with any other instruments. It was additionally reported that the doctor stated that there was no causal relationship between the patient's death and the tube not being in the trachea. Medical review follows: an 84-year-old man who was floating in the sea was rescued in a state of cardiopulmonary arrest, and paramedics performed tracheal intubation to deliver oxygen. Later, it was found that it had entered the esophagus instead of the trachea at the hospital where he was transported. The man was pronounced dead at the hospital. At that time, the paramedic only checked the man with a stethoscope after inserting the tube, but did not check with the prescribed multiple instruments. The doctor stated that there was no causal relationship between the man's death and the tube not being in the trachea.